Manufacturer narrative:
The cryo probe was thoroughly inspected. An internal connection in the probe's handle had become displaced. It appears that the probe was subjected to a lot of twisting/turning over time and this action caused the separation (note: once the gas escaped into the probe's sheath it expanded and ruptured.). However, no conclusive determination could be made as to the cause of the nonconformance. No anomalies were found in the review of the unit's device history record (DHR). Note: erbe (B)(4), our parent company, is being made aware of the incident. The cryo probe will be made available for them if they wish to perform additional investigative work. As applicable, any further findings will be provided to FDA in a follow-up report. The account is being made aware of the findings. A review of our complaint database did not show any trends involving the product issue. Erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported a product incident involving a cryo probe. The accessory was tested with the cryosurgical unit prior to a bronchoscope. It was functioning properly. When the probe was handed to the physician there was a hissing sound. Prior to insertion into the scope, the cryo probe exploded/ruptured. Due to the loud sound, the doctor's hearing was checked. His hearing was fine and he continued doing procedures the same day.